Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the device was loaded with a green reload and a buttressing. The device worked normally during this firing. The used reload was then unloaded, the stapler was rinsed and wiped, and a second green cartridge and buttressing was loaded. The surgeon reported that as he went to close the jaws to place it into the trocar that the jaws would not fully close. He was able to finally to close the jaws and placed the device through the trocar. The surgeon then opened the jaws of the stapler and tried to place it onto the stomach to fire. However, the stapler jaws again would not close all of the way. The surgeon removed the jaws from the stomach and again attempted to close the jaws. After finally getting the jaws closed, he removed the device and did not attempt to use it again. He did, however, attempt to open and close the jaws again outside of the patient. The jaws were again difficult to close, but he was finally able to close them completely. At that point, he attempted to open the jaws again and they would not open. He put the stapler off to the side and requested a new device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.